Event description:
Reportedly, this device was explanted at implant due to physician feeling the strut was defective, therefore, causing poor leaflet coaptation.

Manufacturer narrative:
Device not returned.